Event description:
It was reported by service report that the side rail was broken and there were exposed sharp edges and possible pinch points. No pt involvement or adverse consequences are reported.